Event description:
As reported, the black sheath of a 5f mynxgrip vascular closure device (vcd) split during deployment, preventing the sheath to be pulled back. The collagen plug got stuck in the split part of the sheath. There was no reported patient injury. Other procedural details were requested but are unknown. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the black sheath of a 5f mynxgrip vascular closure device (vcd) split during deployment, preventing the sheath to be pulled back. The collagen plug got stuck in the split part of the sheath. There was no reported patient injury. Other procedural details were requested but are unknown. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation and two pictures of the product were provided by the customer. One picture provided an image of the label of the unit (lot f2333302, ref mx521). The second picture provided an image of the balloon with blood residues observed and the shuttle split is visible. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The sealant and procedural sheath were not returned for analysis. In addition, the balloon was observed fully deflated. The advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The condition of the returned device indicates an incomplete removal of the device occurred. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed. Since the condition of the returned device is in a condition of an incomplete removal of the device, and the sealant was not returned, no functional test could be performed on the returned device. Per microscopic analysis, visual inspection at high magnification showed that one part of the shuttle tube was observed broken/bent. The reported event of ¿component-component issue¿ was confirmed through analysis of the returned device since the shuttle tube was observed to be broken, and it was confirmed through review of the image since the shuttle tube split was visible. However, the reported event of ¿sealant-device deployment jam¿ could not be confirmed through analysis of the returned device since the sheath/sealant were not returned and functional analysis could not be performed. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported, especially since the device was received without the sealant or procedural sheath. However, premature swelling of the sealant due to procedural/handling factors are possible. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. According to the instructions of use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside of the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the black sheath of a 5f mynxgrip vascular closure device (vcd) split during deployment, preventing the sheath to be pulled back. The collagen plug got stuck in the split part of the sheath. There was no reported patient injury. Other procedural details were requested but are unknown. The device is being returned for evaluation.